Manufacturer narrative:
The reported condition of channel a is not working was confirmed and duplicated due to a constant upstream occlusion on channel a when pressing start, the root cause of which was a faulty pump head module on channel a. The channel a pump head module was replaced to correct the reported condition. Should additional information become available a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Correction: this information was erroneously omitted from the original submission.

Event description:
Global technical services identified this condition as an upstream occlusion alarm and this alarm may have been a false alarm.

Event description:
The facility representative reported a colleague infusion pump with "channel a is not working". This problem was identified upon power up. There was no report of patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred on (B)(6) 2010 3x during delivery causing an interruption of delivery.